Event description:
Perfusion CT is an option for the examination of an acute stroke and is performed by use of intravenous contrast injection. During internal testing the co has found that a software probelm may cause the display of an image with higher grey and color values in the first of six flow-image reconstructions. In the monochrome and color image one can clearly recognize this failure appearing only in the first of six images. By repeating the calculation the problem is corrected and the correct image is shown.